Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6)), sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)), sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon malignant tumor resection, after firing, the knife froze with it being at the tip and the jaws did not open. The nurse restarted the device by pressing and holding the green button on both sides, and the knife returned. After the second fire, a new powered handle and adapter were used to complete the surgery. There was no patient injury.